Event description:
It was reported that the nurse stated that they have been trying to start therapy for some time in an arctic sun device. They had brand new pads but gets zero flow with three separate machines. Guided to diagnostics on device that was currently using, system hours were 2559, pump hours were 2459, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pad using proper technique with no change in values. Offered to check one of the other devices but declined. They would change the pads, and the charge nurse could coordinate getting them returned for investigation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Initial reporter facility name:(B)(6) - torrance a DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: providence little company of mary medical center - torrance. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have been trying to start therapy for some time in an arctic sun device. They had brand new pads but gets zero flow with three separate machines. Guided to diagnostics on device that was currently using, system hours were 2559, pump hours were 2459, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pad using proper technique with no change in values. Offered to check one of the other devices but declined. They would change the pads, and the charge nurse could coordinate getting them returned for investigation.